Event description:
It was reported that a user experienced sustained high blood glucose following a supply change on the ilet system after eating without announcing due to limited insulin remaining, with the device indicating a high glucose status for more than six hours and consuming approximately 100 units while glucose remained elevated. Symptoms included feeling okay without acute complaints. Outcomes included no need for external assistance or medical intervention. Investigation included customer education and troubleshooting, with guidance to replace all infusion supplies and confirm infusion set lot information and any observed defects. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.